Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon heard a cracking sound while advancing the knife blade on the second firing while using a green gst reload and buttressing material. The surgeon completed the firing and after opening the device found that the specimen side of the staple line was complete with no issues and the patient side had not fired any staples at all. Procedure was completed by oversewing the open side of the staple line and then using another device of the same product code for subsequent firings. There were no patient consequences reported.